Event description:
It was reported that this pacemaker detected low amplitude p waves, minimum at 0.3 millivolts (mv), and from the recent electrocardiogram (ECG), the clinic noticed that at times the atrium was not well sensed resulting in inappropriate pacing. The device was reprogrammed, and all subsequent measurements were within normal ranges. The patient will return for follow-up in three months. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.